Manufacturer narrative:
Returned device was received in good physical condition but the screen was scratched. Evidence of reported problem in event log was found. During the evaluation of the device, the device was powered up and immediately alarmed ec 1720 which is an issue with the back-up capacitor. The back-up capacitor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump presented with lec 1720. The issue occurred during testing and no patient was present at the time of the event. There were no adverse events reported.